Event description:
Customer reported being unable to test due to his adc meter "shut(ting) off during the test." Customer further reported experiencing symptoms of "low blood sugar" and having a loss of consciousness. Customer reported that paramedics were called, but was unable to provide the information about whether he received treatment from them or not. Customer was transported to a local health care facility (emergency room) and hospitalized for 5 days. No further information is available as customer declined to continue troubleshooting. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the event date is the date when abbott diabetes care became aware of this medical event. (B)(4).